Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: none. It was reported that the percutaneous coronary intervention (pci) was for treatment of the lad. There was no report of tortuosity; however, mild calcification was present with a 99% stenosis. A bmw-hc guide wire was delivered, then the rx vision stent was implanted. After deployment of the stent, plaque shifted to the second diagonal of the lad, which stenosed, an attempt was made to cross a whisper guide wire towards the stenosis through the deployed stent struts; however, it was unable to cross. The tip of the whisper guide wire was damaged. Another company's guide wire was used and the procedure was completed. No add'l event or pt info is available.